Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that the battery flipped in its pocket last year. Patient stated that they started feeling pain and the implant started jutting out a little bit when they walked and they could feel the wires connected to the battery pack through their skin. Patient mentioned that they have seen a neurosurgeon and they are working on having the implant flipped back into the pocket. Patient also mentioned that the implant is causing maddening muscle spasms from where the pocket is all the way down behind their knee to their ankle and back up around their knee and up their thighs. Patient has been in physical therapy. Patient asked if it was safe to use the tens unit. Agent reviewed information with the patient.